Event description:
This device is part of the battery performance alert advisory and explanted. The patient was stable throughout.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.